Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 due to high blood glucose of 418 mg/dl. The caller stated that the customer passed away in the intensive care unit of a hospital on (B)(6) 2016. The cause of death was brain aneurism; he had brain bleed. The caller state that the customer had heart disease and had five stints in his heart from eleven years ago. The customer had a stroke and retinopathy. The caller stated that the customer was running a fever but the hospital could not find anything. The caller did not know the customer's blood glucose at the time of passing. The customer was not wearing the insulin pump at the time of passing; it had been disconnected by the hospital on (B)(6) 2016 because the customer could not operate the insulin pump and was receiving insulin intravenously. The customer was not using sensors. The caller agreed to return the insulin pump. A comprehensive carelink report has been uploaded.